Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ('vaginal bleeding disorder') in a 41-year-old female patient who had essure (batch no. He011e3) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: basically healthy patient. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal discomfort ("sensations in lower abdomen") and was found to have weight increased ("weight increase"). The patient was treated with surgery (removal of fallopian tubes by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage, abdominal discomfort and weight increased outcome was unknown. The reporter considered abdominal discomfort, vaginal haemorrhage and weight increased to be unrelated to essure. The reporter commented: essure removal was performed at patient's request. The samples were received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a lot number and the sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ('vaginal bleeding disorder') in a 41-year-old female patient who had essure (batch no. He011e3) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: basically healthy patient. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal discomfort ("sensations in lower abdomen") and was found to have weight increased ("weight increase"). The patient was treated with surgery (removal of fallopian tubes by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage, abdominal discomfort and weight increased outcome was unknown. The reporter considered abdominal discomfort, vaginal haemorrhage and weight increased to be unrelated to essure. The reporter commented: essure removal was performed at patient's request. The samples were received diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ('vaginal bleeding disorder') in a (B)(6) female patient who had essure (batch no. He011e3) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal discomfort ("sensations in lower abdomen") and was found to have weight increased ("weight increase"). The patient was treated with surgery (removal of fallopian tubes by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage, weight increased and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, vaginal haemorrhage and weight increased to be unrelated to essure. The reporter commented: it was reported that samples were received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.